Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, where the mrx exhausted battery does not fully recharge. The device was not in clinical use at the time of the issue, and there were no reported patient impacts or injuries. The complaint was escalated for technical investigation, and the results indicated that the reported issue was that the heartstart mrx exhausted battery does not fully recharge. Unfortunately, the requested part can no longer be ordered due to the obsolescence of the defibrillator. Philips has sent the customer an end of support letter. To resolve the issue, philips sent the customer an end of support letter and advised them to remove the device from service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.